Event description:
A seven (7) month old was being induced by anesthesia for rt inguina hernia. When surgeon entered or suite, requested table be evelated to a working height for him. Anesth. Pumped table to desired height. The table would not stay in that position-sank to lower position. Several attempts were made to keep table in higher position. Table would not stay. Surgery completed - table in lowest position - surgeon sitting on chairdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.